Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was not feeling well (no details provided) so he went to the emergency room (ER). His cgm was reading 64-65 mg/dl but when the hospital checked his fingerstick, the first bg value was 17 mg/dl and a repeat bg was 27 mg/dl. He was given glucose via intravenous (IV) therapy, and after being discharged his insulin dosage was revised. At the time of the report he was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.